Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer verified that main drawer 2.1 had failed. Inspected the configuration, cables, and connections, and found no visible damage to the retractor band. Noted that the module controller was an older generation. Removed and replaced the module controller. The escort was able to access the drawer successfully, and the station was verified to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to open. The customer stated that they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.